Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 127-137mg/dl - fasting. Strip expiration date is 04/23/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 88mg/dl and 88mg/dl - non-fasting. Reviewed meter memory: the 124mg/dl (B)(6) 2015 08:30:00 pm fasting:yes, the 89mg/dl (B)(6) 2015 07:00:00 pm fasting:yes, the 99mg/dl (B)(6) 2015 09:15:00 pm fasting:yes, the 104mg/dl (B)(6) 2015 07:15:00 am fasting:yes, the 108mg/dl (B)(6) 2015 09:30:00 pm fasting:yes. Customers concern: 89 and 99mg/dl on (B)(6) 2015. Customer has had changes in diet and she watches her carbs and sugar intake. Customer takes metformin to manage her diabetes and she tests 2x a day. She tests in the morning and in the evening.